Manufacturer narrative:
B3: date of event - aware date of 14dec2023 used as event date is unknown.

Event description:
It was reported that thrombosis occurred. On (B)(6) 2023, a left atrial appendage (laa) closure procedure was performed using a 31mm watchman flx laa closure device with delivery system (wds). During a routine follow-up examination 45 days post implant procedure, computed tomography (CT) identified a 2mm thrombus on the threaded insert of the closure device. The patient was instructed to continue rivaroxaban (15mg) and a future CT will be performed for further evaluation of the thrombus.

Manufacturer narrative:
B3: date of event - aware date of (B)(6) 2023 used as event date is unknown. B5: describe event or problem updated. F10 patient codes updated. F10 device codes updated. H6 patient codes updated. H6 device codes updated.

Event description:
It was reported that a thrombosis occurred. On (B)(6) 2023, a left atrial appendage (laa) closure procedure was performed using a 31mm watchman flx laa closure device with delivery system (wds). During a routine follow-up examination 45 days post implant procedure, computed tomography (CT) identified a 2mm thrombus on the threaded insert of the closure device. The patient was instructed to continue rivaroxaban (15mg) and a future CT will be performed for further evaluation of the thrombus. The initial report of thrombosis has been retracted as the suspected thrombus was in fact artifacts of the computed tomography equipment.